Event description:
The patient received the scs system on (B)(6) 2008. It was reported that the charging system cannot locate the ipg and the patient is no longer feeling stimulation. The patient programmer will not communicate with the ipg. The ipg is shallow. Adding space and use of a second charging system did not resolve the issue. Surgical intervention is being discussed with the physician. The manufacturer has attempted to obtain a status update regarding the next course of action for the patient; however, no further information is available at this time.

Manufacturer narrative:
This ipg serial number is included in (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.